Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient liaison spoke with patient regarding his disappointment with his device. He states he was treated badly and cavalierly by his physician and her staff when he had complaints. He states that he was grotesque after surgery and unbelievable pain. He states that he had not been able to get relief with his rock hard pump for over one year. He has seen three doctors. He understands now that his device is in the recall inventory. He states that his reservoir was malpositioned and that he suffered from constipation for many months following surgery. He had a CT scan which showed that the reservoir was next to his colon and possibly attached to it. He is scheduled for revision surgery on (B)(6) 2020 at the billing clinic. Patient liaison went over trouble shooting techniques with him to include burp/reboot/and anti-stiction. He will contact if he has any questions.

Event description:
It was reported that patient is suspected to have bad pump included into recall. No surgery is scheduled at the moment. No information about patient outcome was provided.